Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large hem-o-lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the large hem-o-lok clip applier instrument had a loose cable. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while inside of the patient. The customer was unable to apply the clip. This occurred during the 2nd clip application attempt. The customer used a backup instrument to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have a loose grip cable at the yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing.